Event description:
The customer reported that while pipetting a plate no sample was delivered to well g8 and no alarm was generated. A field service engineer was dispatched and found that the tip clamp sleeve and tip eject pin were stuck in position 8. The engineer replaced parts where needed and ran diagnostics checks to ensure proper instrument function. No death or serious injury was associated with this incident.